Event description:
Per medwatch report, springtip of guidewire was missing after esophageal dilatation and prior to cleaning process. The md did not notice if the tip was on before insertion, but did notice it was missing after use. Contact stated no x-ray was performed and no evidence of tip was found in pt. It was not determined that the missing part was left in patient. Piece was not in scope. This was an outpatient procedure done under fluoroscopy. Product is precleaned with ultrasonic and then in steam autoclave at approx. 270 degrees.